Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. The micropuncture set was being used at the start of the procedure when it began to uncoil and was unable to be used.

Manufacturer narrative:
PMA/510(k) number: k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a wire provided in the micropuncture transitionless stiffened cannula access set started to uncoil prior to use. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B5: additional information received 12sep2019 confirmed that the uncoiling was observed as the device was removed from the packaging. It is unknown if there was any damage to the packaging. Investigation/evaluation: reviews of the complaint history, device history record, documentation, manufacturer¿s instructions, specifications, quality control procedures, dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed uncoiling of the wire guide. Slight elongation was also observed to the wire, and the coil was kinked 2.2cm from the distal weld ball. The distal weld ball was present and not broken. The mandril wire was sticking out of the coil. The proximal solder was intact. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10